Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The reporter stated "the uni 2 carpal component failed. The stem snapped at the joint to the plate. The surgeon believed it was the patient's fault as he engaged in heavy manual work at the time. The surgeon also believed she put the implant in s the carpals were in a flexed position." In the revision surgery: the radial component was not removed, a new carpal component was implanted to replace the one with the broken stem and a new carpal poly implant was also implanted." Additional information was requested by integra.